Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pinching feeling on right side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pinching feeling on right side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pinching feeling on right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("bleeding disorder"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain and menstrual disorder. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: bleeding disorder. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pinching feeling on right side') and von willebrand's disease ('von willebrande disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), von willebrand's disease (seriousness criterion medically significant) and menstrual disorder ("bleeding disorder"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, von willebrand's disease and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and von willebrand's disease to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain and menstrual disorder. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event von willebrande disease was added. Reporter added. On 23-mar-2020: with fu 9 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.